Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of no image being displayed and all the buttons lighting up could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image and all buttons on the front of the device were lit green. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was able to get image on the provation computer connected to the cv-190. Tac instructed the customer to check the input settings on the radiance monitor and the customer opted to change out the cv-190 processor without further assistance. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty panel board. In addition, a worn-out video connector latch causing poor connection with pigtails was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.